Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as designed. The system then passed the system checkout and was found to be fully functional. The logs for the navigation system were returned for evaluation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: product ID: 9735737, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the site got an ¿internal error 64¿ message upon launching the application and it exited to the login screen. It was unknown if the site logged back in and was able to proceed normally. No patient involvement was reported. Additional information was received. It was reported that the issue was suspected to have been caused by the computer boot sequence failing.